Event description:
A 20-mm basilar tip aneurysm was treated with a combination of target matrix coils and microvention hes coils. Coil sizes and quantities unk no procedural issues noted. Pt presented with symptoms of meningitis and hydrocephalus. Csf analysis negative. Pt treated with steroids and shunt. Symptoms totally resolved with no further intervention.